Event description:
During the case the tissue was being removed and the dr. Noticed that the plastic began melting away. This resulted in an open procedure.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 559 mg/dl, 251 mg/dl, and 217 mg/dl 2) 391 mg/dl and 137 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.